Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was having trouble getting the boluses to connect and deliver. 5 to 10 minutes ago the patient noticed they were locked out and they didn't know that it was to the point where it said, 'deliver bolus,' and then it shut down. It will say 'pain system not found, something like that.' They have had issues connecting like this before. They connected to their pump and reported being locked out for 3 hours and 16 minutes with 3 boluses left today, so they know they got 1 bolus. They stated they needed to know the proper way to connect to the pump so they don't go through all this again. The patient was having difficulty answering questions. Agent reviewed general use and steps to connect to the pump to request a bolus. They would monitor and call back for assistance as needed.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.